Manufacturer narrative:
Device data was provided for review. Assessment of the data confirmed that perfusate was accumulating in the bottom of the bowl. The device was confirmed to be working appropriately and was on during the times needed. Root cause was the excessive bleeding from liver. The ascites pump performed as intended to meet perfusate loss.

Event description:
It was reported that six hours into perfusion, the device was noted to have been in low reservoir for 30 minutes while the metra was being transported between sites. The ascites pump was noted to be off despite a large volume of perfusate being noted in the liver bowl. Troubleshooting was successful in reactivating the ascites pump. The liver was successfully transplanted.

Event description:
It was reported that six hours into perfusion, the device was noted to have been in low reservoir for 30 minutes while the metra was being transported between sites. The ascites pump was noted to be off despite a large volume of perfusate being noted in the liver bowl. Troubleshooting was successful in reactivating the ascites pump. The liver was successfully transplanted.

Manufacturer narrative:
Reported event was successfully resolved through troubleshooting.